Event description:
It was reported that an ilet insulin pump sustained accidental physical damage when it fell from a pocket and struck a hard surface, resulting in a cracked and unresponsive screen that prevented device use; the device was replaced and the user confirmed setup on the replacement. Investigation included customer interview, image review of the damaged screen, and verification of serial number and shipping details. Further investigation of this case revealed user-induced mechanical damage to the display assembly with loss of touch functionality. Symptoms included no injury and no reported changes in blood glucose. Outcomes included temporary interruption of pump therapy with the user reverting to an alternative insulin therapy until the replacement arrived. It was concluded that the event was due to external damage rather than a device malfunction, and replacement resolved the issue.